Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ leur lok syringes had cracked barrels. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: yes.

Event description:
It was reported that bd plastipak¿ leur lok syringes had cracked barrels. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that bd plastipak¿ leur lok syringes had cracked barrels. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two physical samples and two picture samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, the barrels of both syringes were observed cracked between the 0ml and 50ml scale markings. A device history record review for lot number 1610704p revealed one related deviation during production that may have contributed to the observed/reported defect. During the manufacturing process, a failure was detecting in the marking machine that resulted in barrel damage. Once the failure was detected, the defective samples were rejected and the mechanical team repaired the failure. The returned samples were a result of this marking machine failure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since mechanical failure was identified and repaired it was determined that no formal CAPA is required at this time.